Event description:
An ophthalmic technician reports that a surgeon is concerned about the outcome of a patient's right eye following lasik surgery. At one month post-op the patient is slightly undercorrected. The patient stated her vision was gradually improving. Additional information is pending.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).